Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal banding procedure, performed on (B)(6) 2012. . According to the complainant, during the procedure, the first two bands deployed within the patient's esophagus per design. An attempt to deploy a third band was made however; the third band would not deploy. The device was removed from the patient and another speedband superview super 7 multiple band ligator was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.